Manufacturer narrative:
(B)(4). Although the graftmaster stent delivery system (sds) was not returned for analysis and may have assisted the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. The failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Hemorrhage is listed as observed as a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the dissection itself and/or the inability to treat the dissection may have contributed to the reported cascading patient effects including hemorrhage. The additional therapy/non-surgical treatment and delayed therapy/non-surgical treatment appear to be a secondary effect of the failure to advance as a balloon catheter was required to treat the dissection. A conclusive cause could not be determined for the reported patient effects or their relationship to the device, if any. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that during a procedure in the right coronary artery (rca), a perforation occurred with an unspecified device. A 3.0 x 19 mm graftmaster was inserted but was unable to cross the lesion to seal the perforation. The device was removed without any resistance and two additional graftmaster devices were implanted successfully to treat a large perforation, which also included a mid rca aneurysm. The patient did well post procedure. There was no reported adverse patient sequela. There was no additional information provided.